Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device overheated and melted the tip sleeve. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device overheated and melted the tip sleeve. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
D4; catalog number updated. B5; no medical intervention reported. H6: the quality investigation is complete. H3 other text : device not available for return.